Event description:
Customer reported that the zipper broke off in pieces when it got caught in the canopy material. The customer tried to get the material out of the zipper by pulling on the zipper pull. There was no pt injury reported.

Manufacturer narrative:
(B) (4) - zipper broken. Eval of the returned product shows that on the large window a zipper slider body is open and zipper elements are broken. Front side a, drainage port has 1 inch missing stitches. Front side a, literature bag has 1 inch missing stitches. Left side b, left leg elastic ripped. (B) (4).